Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the balloon valve during their pd treatment. There was a 0.5 inch ¿slot¿ on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the balloon valve during their pd treatment. There was a 0.5 inch ¿slot¿ on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information requested but has not been obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the balloon valve during their pd treatment. There was a 0.5 inch ¿slot¿ on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a sample was received with original package and identified with code number and lot number. The companion product samples were visually inspected according, during the visual inspection it was not found any problems, no damages in the lines or the cassette were observed. The cassette sets were in the expected condition. A functional test was performed on the companion product samples with the cycler machine. Cycler machine used lc109927. During the functional test no air bubbles, alarms, leaks or other issues were detected, after completed the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. The event was not confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.